Manufacturer narrative:
Additional information was received on 05-feb-2025. It was reported that the catheter used for mapping was only the optrell catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31356100m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation for premature ventricular contraction and the patient experienced pericardial effusion that required pericardiocentesis. During left ventricular (lv) mapping, it was confirmed that the patient's blood pressure decreased and pericardial effusion was confirmed. Pericardial drainage was performed, and the patient recovered. The patient was followed up in the high care unit (hcu). The physician's opinion on the cause of the adverse event was the procedure. No error messages were observed on biosense webster equipment during the procedure. Procedural activated clotting time (act) was 300. No ablation was performed prior to noting the pericardial effusion. Transseptal puncture was performed. There was no evidence of steam pop.